Event description:
It was reported that an sv4 folfusor over-infused. This occurred during a patient infusion of 48 ml of fluorouracil in 48 ml of 0.9% sodium chloride. The reporter stated that after 12 hours of infusion, the reservoir was observed to be empty. The infusion was expected to be complete in 24 hours. The patient reportedly felt ¿limply and ill¿ after completion of the infusion. No additional information is available.

Manufacturer narrative:
(B)(4): device manufacture dates for lot 13j047: september 17, 2013 - september 19, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(40. Evaluation summary: one used sample was available at the plant for evaluation. No defect was observed during visual inspection and functional flow rate test. The reported condition was not confirmed. The sample was working within specification. Should additional relevant information become available, a supplemental report will be submitted.